Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. Device was returned for power error 25 alarm. Detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage was less that 3.7 volt for consecutive 240 minutes due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm every 4 hours. Customer was able to clear alarm and able to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.